Manufacturer narrative:
Rwmic will follow up with the user facility and manufacturer to obtain additional and missing information. A follow up report will be submitted upon receipt of new or additional information.

Event description:
On (B)(6) 2018, user facility reported the following: "tip on 22 inner sheath came off during procedure. Please let sales rep know how to prevent potential issue in future". Will the device be returned? Yes. Was the device being used during a procedure when the issue occured? Yes. Specifically, was the device being used on a patient when the issue occured? Yes. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? Unknown. Was there a similar back-up device available for use? Yes. Was the schedule procedure completed? Yes. How was the patient anaesthetized? General. Device was returned. Rwmic determined the following: "the tip was chipped and needed to be replaced. The seals were worn and were replaced as well. General maintenance was also required".